Event description:
It was reported that the patient had the artificial urinary sphincter removed due to muscular atrophy. A new artificial urinary sphincter was implanted and placed more distally. The surgery outcome was successful and the patient was expected to fully recover.